Event description:
The hill-rom service technician reported that this bed had a broken ground pin on the ac power plug. He replaced the ac plug to resolve the issue. He stated there were no reported adverse events associated with this product malfunction.